Event description:
It was revealed in the device evaluation that the device had a damaged/detached downstream occlusion seal and a defective downstream occlusion sensor. There was no patient involvement, the event occurred during quality control in the workshop.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged/detached downstream occlusion (dso) seal. Functional testing found a defective dso sensor. The dso seal, and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.